Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon insertion of the right nexgen articular surface on the tibial component, with the help of the inserter, the implant remained loose despite being designed to fit flush with the tibial component. The surgeon requested a new implant which worked without issue. No known adverse event was reported. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface found the dovetail feature was flared out. Some surface discoloration, scratches, gouges and deformations were also found on the part. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.